Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Information received by medtronic indicated that the insulin pump had frozen display and broken force sensor alarm. Customer reported that the alarm was able to clear. Customer reported that the time was nod advance. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly. No unexpected frozen display or blank display noted during testing.